Event description:
The customer reported via our sales rep that during surgery when the surgeon impacted the liner the ceramic fractured. It is further reported that another unit was available to complete the surgery with a delay of 5-10 minutes. It is further reported that there was no adverse consequences.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.